Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (b))(6), the patient had a degenerated surgical valve and two sapien 3 valves were implanted inside the degenerated valve (viv). No additional information is available at this time.

Manufacturer narrative:
Additional information was received to indicate that the initial aware date of the event was 05/14/2018, not 04/30/2018, as previously reported. This new aware date information was received on 06/08/2018.